Manufacturer narrative:
Correction to g1 (reporting contact). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. Since medical record was provided, the opinion of the medical expert was sought and stated as follows: the medical record reports that on (B)(6) 2024, patient underwent a revision for pain with the suspicion of humeral stem loosening and a symptomatic os acromiale. The surgical report states that ¿a flexible rongeur was then used to loosen around the stem¿ and a ¿pencil tip burr was used to remove bony ingrowth from the stem¿. That means that the stem was not loose. During the procedure, a tuberosity fracture occurred. No signs of infection. After implantation of a new stem, the os acromiale was excised before wound closure. Therefore, the diagnosis of loosening was not confirmed intraoperatively by the surgeon. The os acromiale is a normal anatomical variant of the acromion, which may became symptomatic spontaneously or possibly after reverse tsa. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by counsel that claimant underwent revision of his right shoulder on (B)(6) 2024, with tornier aequalis implants and was revised on (B)(6) 2024, due to alleged continued pain, sense of catching and slight evidence of motion of the tuberosity fractures. Patient presented with a history of shoulder pain. His last revision was to a reverse few years ago and started to develop more pain in that arm. After examined the patient, reviewed imaging, there was concern of possible lucency around the stem. Infection workup was performed and negative. Patient also has a painful os acromial. During the revision the patient did suffer a slight fracture of the greater tuberosity during stem removal.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by counsel that claimant underwent revision of his right shoulder on (B)(6) 2024, with tornier aequalis implants and was revised on (B)(6) 2024, due to alleged continued pain, sense of catching and slight evidence of motion of the tuberosity fractures. Patient presented with a history of shoulder pain. His last revision was to a reverse few years ago and started to develop more pain in that arm. After examined the patient, reviewed imaging, there was concern of possible lucency around the stem. Infection workup was performed and negative. Patient also has a painful os acromial. During the revision the patient did suffer a slight fracture of the greater tuberosity during stem removal.